Manufacturer narrative:
Two physician names were provided: (B)(6).

Event description:
It was reported that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2006. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.